Manufacturer narrative:
After further review of additional information received the sections have been updated accordingly. It was reported that a patient underwent placement of a trapease permanent vena cava filter (ivc). The indication for placement of the filter was bilateral pulmonary embolisms (pe) and deep vein thrombosis (dvt) of the right superficial femoral and popliteal veins after being admitted to the hospital with shortness of breath. The patient¿s medical history is significant for hypertensive heart disease, deep vein thrombosis (dvt), hyperosmolality, acute diastolic heart failure, obesity, iron deficiency anemia, sleep apnea, hypoxemia, second degree av block, tricuspid valve disease, and acute pulmonary infection. The filter was implanted via the right femoral vein at the level of l3-4 without difficulty or complications. The patient was discharged eight days after admission in fair to good condition on home oxygen and coumadin. The information contained in the patient profile from (ppf) indicated that two years and two months post implantation, the patient had blood clots, clotting, occlusion of the inferior vena cava (ivc) and bilateral pulmonary embolism (pe). The patient also reports extreme swelling in the leg, hip pain, depression, mental anguish and anxiety. There is currently no additional information available. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Pulmonary embolism and filter occlusion are known long term complications associated with filter implant and are listed as such in the instructions for use (IFU). Clotting, deep vein thrombosis, pulmonary emboli and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling of the affected extremity and discomfort associated with the edema. Without the procedural films and post-implant imaging available for review, the reported events and a device malfunction could be confirmed. Without additional information it is not possible to determine what factors may have contributed to the reported hip pain. Anxiety and pain do not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to establish a relationship between the reported events and the device. There is currently nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot (r1108256) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease permanent vena cava filter. The following additional information received per the patient profile from (ppf) indicates that two years and two months post implantation, the patient had blood clots, clotting, occlusion of the inferior vena cava (ivc) and bilateral pulmonary embolism (pe). The patient also reports extreme swelling in the leg, hip pain, depression, mental anguish and anxiety. According to the medical records, the patient was initially admitted for shortness of breath (sob). The patient received a computerized tomography (CT) angiogram which showed a bilateral multi-lobular multi-segmental pe. The patient¿s diagnosis also included, hypertensive heart disease, deep vein thrombosis (dvt), hyperosmolality, acute diastolic heart failure, obesity, iron deficiency anemia, sleep apnea, hypoxemia, second degree av block, tricuspid valve disease, and acute pulmonary infection. The indications for the filter implantation procedure were pe and dvt. The filter was successfully deployed.